Event description:
The pt experienced a shocking sensation in the pocket when the implantable neurostimulator was on. The pt had not used stimulation therapy for a long time. The hcp planned to open the pocket and evaluate the sys. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.